Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and stated that their adjustments and quality controls were within acceptable range on the day the patient sample was run. The customer stated that proficiency sample results were within specification per their testing for the igf-1 assay. Siemens healthcare diagnostics internal investigation has confirmed that immulite systems igf-1 instructions for use (IFU) reference ranges are inappropriate as statistically calculated in the current IFU. Siemens is investigating the issue.

Event description:
The customer obtained a discordant, falsely low insulin-like growth factor I (igf-1) result on one patient sample on an immulite 2000 instrument, when using reagent kit lot 113. The sample was repeated on an another immulite instrument and the result matched the initial result. The sample was tested on an alternate platform, and the result was higher. The initial result was reported to the physician(s), who questioned it. The corrected result from the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low igf-1 result.

Manufacturer narrative:
The initial MDR 2432235-2017-00392 was filed on june 27, 2017. Additional information (07/11/2017): upon further investigation, it has been determined that the issue is not associated with the inappropriate reference ranges in the current immulite systems insulin-like growth factor I (igf-1) instructions for use (IFU). A siemens headquarters support center specialist reviewed the information provided and stated that the differences in assay standardization can cause results to differ by method. L2kigf is standardized to who nibsc 1st is 02/254. Siemens has no claim for correlation of immulite 2000 igf-1 to the alternate method. As per the IFU, reference range data is what was observed with the population of sample tested by siemens and limits should be considered as guidelines only. Each laboratory should establish its own reference ranges. For diagnostic purposes, the results obtained from the assay should always be used in combination with the clinical examination, patient medical history, and other findings. The device is performing within manufacturing specifications. No further evaluation of device is required. Corrected information (08/02/2017): in the initial MDR, it was mentioned that the assay affected was insulin-like growth factor I (igf-1). The actual assay affected is insulin-like growth factor I (igf-1) re-standardized.

Event description:
The customer obtained a discordant, falsely low insulin-like growth factor I (igf-1) re-standardized result on one patient sample on an immulite 2000 instrument, when using reagent kit lot 113. The sample was repeated on another immulite instrument and the result matched the initial result. The sample was tested on an alternate platform, and the result was higher. The initial result was reported to the physician(s), who questioned it. The corrected result from the alternate platform was reported to the physician(s). There are no reports of patient intervention or adverse health consequence due to the discordant, falsely low igf-1 (re-standardized) result.